Manufacturer narrative:
Gtin: unknown. Upon completion of the investigation, a follow up report will be filed.

Event description:
Patient had a chpv microvalve. Patient went in for her annual visit and before this visit, she had a pre clinic visit MRI on (B)(6) 2016. At her clinic visit, the MRI image of the chpv valve showed that the valve cam was unseated. Her symptoms before her exam were ¿losing time.¿ no history of head trauma to the valve. Patient was scheduled for a vp shunt revision. Revision was (B)(6) 2016. The chpv valve was explanted and it was confirmed the cam was unseated. Surgeon replaced the chpv valve and this explanted valve will be sent in for evaluation.